Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included agus, pap smear abnormal, dysplasia, cryosurgery and human papilloma virus test positive (cervical high risk human papilomavirus). Previously administered products included for an unreported indication: mirena until october 2012. Concurrent conditions included chronic cervicitis, uterine cervical metaplasia and uterine enlargement. Concomitant products included ibuprofen from 2014 to 2015, levocetirizine dihydrochloride (xyzal) since 2012, mometasone furoate (nasonex) since 2013 and multivitamin since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (underwent exploratory laparotomy with removal of the essure devices and tubouterine implantation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea was resolving, the genital haemorrhage and back pain had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were no complications while implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy periods, dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping). Outcomes of events updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included agus, pap smear abnormal, dysplasia, cryosurgery and human papilloma virus test positive (cervical high risk human papilomavirus). Previously administered products included for an unreported indication: mirena until (B)(6) 2012. Concurrent conditions included chronic cervicitis, uterine cervical metaplasia and uterine enlargement. Concomitant products included ibuprofen from 2014 to 2015, levocetirizine dihydrochloride (xyzal) since 2012, mometasone furoate (nasonex) since 2013 and multivitamin since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (underwent exploratory laparotomy with removal of the essure devices and tubouterine implantation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea was resolving, the genital haemorrhage and back pain had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were no complications while implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy periods, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent exploratory laparotomy with removal of the essure devices and tubouterine implantation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: there were no complications while implantation of essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.